Manufacturer narrative:
Additional narrative: this report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient was implanted with a trochanteric fixation nail without any intraoperative events being reported during this initial surgery. During a revision surgery on (B)(6) 2018, it was noted, however, that the surgeon had initially missed the distal locking screw for the nail. Post-implant, the patient sustained a fracture below the short nail and was subsequently revised; it was during this revision that locking screw was noted to have missed the nail in the initial surgery. This complaint captures the surgeon missing with the distal locking screw in the original procedure. The post-operative fracture is being captured under related complaint (B)(4). Concomitant devices reported: trochanteric fixation nail 170mm (part 456.315s, lot unknown, quantity 1), set screw (part/lot unknown, quantity 1). This report is for an unknown distal locking screw. This is report 1 of 1 for (B)(4).